Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two years and eight months later, a computed tomography (CT) abdomen and pelvis without contrast was performed and it revealed an inferior vena cava filter superior extent at mid l2 vertebral body and inferior extent at l3-l4 vertebral body. Total of six prongs have perforated the inferior vena cava and maximum distance of prongs perforated was approximately 2mm. In coronal images approximately 3-degree tilt right to left and sagittal images approximately 2-degree tilt anterior posterior. After eleven months, a computed tomography (CT) abdomen without contrast was performed and it revealed an inferior vena cava filter was identified and mild leftward tilt of 8 degrees. There was no evidence of strut fracture. Therefore, the investigation is confirmed for alleged perforation of the inferior vena cava. However, the investigation is unconfirmed for alleged filter tilt. A definitive root cause could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11: h6 (results, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time, post filter deployment, it was alleged that the filter tilted and six of the struts perforated the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time, post filter deployment, it was alleged that the filter tilted and six struts perforated the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.